Event description:
It was reported via user medwatch mw5118955 that balloon detachment occurred. A 2.00mm x 12mm emerge balloon was advanced for dilatation. However, during the procedure, the balloon detached from the intraprocedural delivery system and fell off the wire requiring additional intervention. No patient complications were reported.